Event description:
It was reported that patient presented to emergency department for complain of flu-like symptoms with migraine-like headache. The patient had computed tomography (CT) imaging of their head and was found to have subdural hemorrhage isointense (iso) supra-therapeutic with international normalized ratio (inr) of 4.79. The patient had viral illness for a few days at home, then decreased appetite which resulting in high inr. The acute subdural hematoma treated with left craniectomy. Plan was to continue support while extent of neuro injury progresses.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files captured the pump operating as intended. No further information was provided. The manufacturer is closing the file on this event.